Event description:
It was reported that this left ventricular (lv) lead exhibtied high out of range impedance issue due to a suspected fracture. The cardiac resynchronization therapy defibrillator (crt-d) was programmed to right ventricular (rv) lead only until the patient underwent a surgical intervention to abandon the lv lead and implant a new product. No additional adverse patient effects were reported.